Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had foreign matter floating in the syringe after aspiration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had foreign matter floating in the syringe after aspiration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo was provided and evaluated. The photo was distorted and out of focus. The plunger was drawn to 0.3ml line filled with liquid, its meniscus at approximately 0.14ml. An indistinguishable small piece of potential foreign matter could be seen floating at the top center of the liquid. It is unclear what the foreign matter was and could not be determined from the photo provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: based on the information available today and due to the unknown nature of the foreign matter, it is not possible to determine its source. The reported foreign matter could potentially have been introduced during the syringe assembly process. However, it could also have been present in the second component involved ¿ the filter needle, as well as potentially been introduced during the end-user product manipulation. Therefore, the root cause could not be determined.

Event description:
It was reported that a bd luer-lok disposable syringe had foreign matter floating in the syringe after aspiration. There was no report of exposure, serious injury or medical intervention.